Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys pth immunoassay (pth) on a cobas 6000 e 601 module (e601). An erroneous result was reported outside of the laboratory. The sample initially resulted as 32 pg/ml. The sample was repeated twice on (B)(6) 2017, resulting as 31.75 pg/ml and 112.5 pg/ml. The 112.5 pg/ml was believed to be correct and a corrected report was issued for this value. No adverse events were alleged to have occurred with the patient. The pth reagent lot number was 220377. The reagent expiration date was asked for, but not provided. The field service engineer checked the probes, probe adjustments, and all syringes. He replaced all pinch tubing as these were worn out. He ran performance testing and this was successful. A calibration performed on (B)(6) 2017 was slightly below expected ranges. A calibration performed on (B)(6) 2017 was within expected range for one calibrator level, but slightly below the expected range for the second calibrator level. Quality controls tested on (B)(6) 2017 were within range. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue could be excluded. Possible root causes for this event may be the worn pinch tubing, sample quality, and insufficient maintenance.